Manufacturer narrative:
(B)(4).

Event description:
It was reported at a refill on (B)(6) 2010, 18 ml of baclofen was extracted. Approx 4 hours from refill, the level of consciousness began to decline. The pt was brought to hospital due to somnolence and overdose. The pt responded to voices and drug dosage was decreased by 20%. The following day the pt recovered. The dosage was decreased by further 20%. The physician stated that although the pt had come in for a refill on (B)(6) 2010, there was no record of the refill. It was noted there had seemed to be some problem with the programming that was done on that day. The pump seemed to have been suspended for 11 days and the pt did not present a clear sign of withdrawal symptoms. Then, at the (B)(6) 2010 refill, the pump was programmed to 1,800 ug/day, which may have led to overdosage. Additional info will be provided when available.